Event description:
1983 - augmentation with dow corning silicone transplants. 2005 - breast problems with implants with possible rupture and definite calcification - bilaterally grade iii ptosis with class iii capsule on right and class ii capsule on left. 2005 - pt underwent removal of both implants - implants removed intact - some silicone bleed with the capsule but no apparent rupture.